Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that patient returned to office years after procedure with complaint of pain at tooth location # 12. Implant was removed and patient eventually received an overdenture, however this implant at site # 12 was not used to snap into the overdenture. No impact to the patient. The patient did not have any relevant history.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation (images attached in complaint). Visual evaluation of the as returned product identified dried blood and bone, signs of use and damage on the implant/cover screw head. The drive feature of the cover screw was also worn with dried blood and bone inside. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured with calipers (cal 1831, (B)(6) 2020) and was verified to match specifications per tsvb10 rev g (attached). A follow up was conducted to the customer, which determined the customer stated not sure what damage is from. Patient¿s file only notes pain and implant was nonfunctional and removed. Therefore, the damage is likely from removal and not as a result or occurred during the event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 12 (universal) and was implanted for approximately 12 years 11 months. The customer provided x-ray images (attached) which do not provide any additional evidence towards the reported event. Appropriate documentation was reviewed. A DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review was performed for the reported lot number for a similar event and no other complaint was identified. Based on the available information, device malfunction did occur as the implant and cover screw were damaged while the reported event was non-verifiable as no objective evidence was provided to support the event and the event cannot be recreated.

Event description:
No further event information available at the time of this report.